Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the difficulties deploying the stent could not be confirmed due to the condition of the returned device. The separated outer sheath was confirmed. Based on a visual and functional inspection, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a moderately tortuous right common iliac artery. An 8.0 x 40 mm absolute pro was advanced to the lesion the thumbwheel was rotated; however, the stent would not deploy. The device was removed and it was noted that the stent sheath was separated. The stent was still completely covered by the sheath and had not expanded. Another absolute pro was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.